Manufacturer narrative:
Inomax dsir# (B)(4) was returned to the company for service investigation ((B)(4)). The regional service center (rsc) review of the service log confirms the reported complaint of a delivery failure (df) alarm. The df alarm was due to measured nitric oxide (no) greater than the maximum of 100 ppm; actual 103 ppm. Further analysis reveals the device was being operated with backup switch on, while delivering. Also, the injector module (im) flows were less than the minimum 2 lpm. Both are consistent with use error. Log analysis also reveals the breathing circuit was opened, as signified by very low (0.053 lpm) im flow, when the backup was turned on; also consistent with use error. The rsc investigation was unable to reproduce the reported delivery failure using proper im flows and device configuration. The device completed a full system check and operates per specification. The root cause for this incident is use error. This condition will be tracked and trended under the company quality system.

Event description:
On (B)(6)-2015, a respiratory therapist (rt) reported that inomax dsir# (B)(4) had a delivery failure (df) while on a patient and the patient "decompensated" and experienced bradycardia. On (B)(6)-2015, a premature female baby who weighed less than 1 kilogram, was born with shone complex, a congenital heart disease. After birth, she was intubated and place on mechanical ventilation. She underwent two surgeries relating to her cardiac issues. After the second surgery her pulse oximetry was between 80 to 90% and an echocardiogram showed pulmonary hypertension. On (B)(6)-2015 at 12:44, inomax was started for pulmonary hypertension, shone complex and low oxygenation. On (B)(6)-2015, the patient was on an avea ventilator with a fio2 set at 100% and was receiving inomax via inomax dsir# (B)(4). At 17:45 on (B)(6)-2015, the rt disconnected the patient from the ventilator and suctioned for thick mucus secretions. The patient became cyanotic and she was then manually ventilated with the inoblender and 100% oxygen. When the patient was reconnected to the avea breathing circuit, inomax dsir# (B)(4) went into delivery failure. The patient "decompensated" and experienced an oxygen saturation decrease into the low 60's for "probably greater than ten minutes" and heart rate was into the 60's. The inomax dsir was powered off and on and inomax was restarted at 20 ppm, the ventilator was set to deliver "larger breaths" and the patient was administered iloprost via nebulization. The patient's pulse oximetry rose into the low 80 to 90's. The patient was then placed in prone position, nebulization was provided with xopenex and the patient's pulse oximetry increased into the high 90's. The patient "recovered". Inomax dsir# (B)(4) was replaced with a backup dsir delivery device and was returned to the manufacturer.